Event description:
Pt had an established intravenous site in the left wrist and was receiving antibiotic medications through this intravenous site. The pt complained that the site was causing some discomfort. Nurses checked the integrity of the intravenous site and found it to be tender, no redness and leaking a small amount. The nurse determined to remove the intravenous site and upon removal found that the hub was visualized but the catheter was not seen and was missing. Clothing, bedding and dressings were checked for the catheter and it was not found. The physician ordered x-rays which did not visualize the catheter.